Event description:
It was reported that the patient presented in clinic. Device interrogation revealed non-sustained right ventricular oversensing (nsrvo) due to post-sensed t-wave oversensing (pstwos). No changes or intervention was reported. The patient condition was stable.